Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: access site bleeding. Impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). Acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an impella cp in a 70 year old female patient for mechanical circulatory support for high risk percutaneous cardiac intervention. It was reported that the patient had a small hematoma. As the patient¿s condition worsened, ECMO was added to impella and there was retroperitoneal bleeding from impella side. There was decreased bleeding from ecpella due to compression. Impella side bleeding into leg mass transfusion with blood products due to hemoglobin 3.1 g/dl overall critical situation. There was no bleeding at the groin. It was further reported that that patient expired while on support. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.